Manufacturer narrative:
Other text: d4: lot number, expiration date, UDI number and h4: device manufacture date is unknown, no information has been provided to date. G5: 510k is blank, device not sold in the us and is also exempt. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that an incident occurred in resus where "artline" pressure bag lost pressure while inflated. The nurse discovered that the bags slowly deflate, losing pressure. This resulted in the patient receiving large doses/boluses of vasopressors as it was initially thought was patient was severely hypotensive. The bag was exchanged/replaced and the event was resolved.